Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 68 mg/dl and the sensor glucose was 98 mg/dl at the time of the incident. Customer's spouse stated that sensor was showing 64 mg/dl when finger stick was 68 mg/dl then it jumped up to 98 mg/dl within 5 minutes. Customer's spouse stated that she was low and the pump went below the 40 mg/dl and 50 mg/dl and customer's blood glucose was 122 mg/dl and the pump shut off. Customer's spouse stated that the pump this morning the pump was saying pump was saying she was 64 mg/dl and finger stick was 68 mg/dl and then within 5 minutes the pump shot up to 80 mg/dl at 178 going up. Sensor glucose value that triggered the suspend event: 40 mg/dl. Threshold/low suspend limit in sensor settings: 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor is not expected to be returned for analysis.